Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had experienced a loss or change of therapy. The patient was having return of diarrhea symptoms. The patient felt stimulation. There were no trauma/falls reported that could be related to this issue. Increase amplitude. Regarding does patient feel stimulation in the correct area (i.e. Bike seat), it was noted: yes. Patient services walked caller through turning stim up from program 3-1.5 to 1.6. Caller wanted to try changing programs. Regarding does patient feel stimulation in the correct area (i.e. Bike seat), it was noted: yes. Patient services walked caller through turning stim up to program 4-0.8v. This was considered a gradual change in therapy/ symptoms. Event date: (B)(6) 2015. Indications for use were noted as: gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.